Event description:
My friend purchased a wearable breast pump on (B)(6) that sheared off part of her nipple. This pump is not FDA approved and they're illegally selling it directly from (B)(6). FDA safety report ID# (B)(4).